Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal generator replacement procedure. During the procedure, the ventricular set screw of the pulse generator was stuck and could not be removed. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.